Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 203 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.